Event description:
A pt reported that their meter does not start and was unable to obtain a bg reading. Pt did not use another meter to test their bg. Pt is unable to obtain a blood reading. Ccr was unable to resoslve the issue. Meter was replaced for another lfs meter.